Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not powering up. It was verified that the outlet the device was plugged into had power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer (fse) found a black screen, and there was no fan movement from the power supply when the station was switched on, even with all drawers disconnected. Fse replaced the power supply and verified that the system operated correctly in the hardware test application. The customer confirmed that all drawers were functioning properly with no issues present. The system functioned as intended after the field service engineer repaired the device.